Event description:
It was reported that during a lap low anterior resection procedure, the cut line at the part which had to be resected (removed) had no staples and was open. This led to the spillage of the contents. The resection was completed with two more firings with the same device which functioned properly.

Manufacturer narrative:
Information anticipated, but unavailable at this time.